Manufacturer narrative:
If explanted, give date: the exact date of explant is unknown, it was stated that the lens was explanted maybe the prior week of (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient¿s complaint of bad dysphotopsia at night. It was indicated that there was no vitrectomy required. The lens was discarded. No further information was provided.